Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was over 500 mg/dl and 593 mg/dl. Customer stated that insulin pump was not working properly. The customer was treated with insulin pump. The customer did experienced the symptoms such as abdominal pain. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer's other blood glucose was 400 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer performed displacement test, self test and high pressure test and it was passed. Based on customer report customer does not allege pump was under delivering. Customer stated that insulin exited at quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.